Event description:
It was reported the subject device experienced e231, could not be released during an unspecified therapeutic procedure. The procedure had been stopped and completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: full name & address information: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely excessive twisting or bending, or stress exceeding the expected limits led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.